Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: healing impaired (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast reconstruction revision with an unspecified mentor saline breast prosthesis in 2000, noticed that the incision had opened a bit and white gauze was coming out of the wound four days post-operatively. As a result, the patient underwent implant explantation. The best estimated date of explantation was (B)(6) 2000 per the limited information provided. Replacement implants were placed on a later unspecified date.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the correct initial reporter's email address was: (B)(6). Manufacturer¿s reference number: (B)(4).